Manufacturer narrative:
Concomitant medical products: evaluation, results: inherent risk of procedure ¿ (haemorrhage). Conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).

Event description:
One endeavor sprint drug eluting stent was implanted during the index procedure in the lad. Approximately 30 months post index procedure patient suffered a colon diverticula bleed and was treated with blood transfusion. Investigator assessed that the event was not related to the study device. Clopidogrel was subsequently stopped. Patient was reported to be improving at another hospital.